Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac perforation requiring pericardiocentesis. It was reported that the carto 3 system displayed a sensor error (code unknown) when the pentaray nav high-density mapping eco catheter was plugged into the patient interface unit (piu). The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The procedure was continued. The reported sensor error is not considered to be MDR reportable since the potential risk that is could cause or contribute to a serious injury or death is remote. It was reported that after the avnrt case, a pericardial effusion was noticed. There were no visible signs on the patient during the procedure. After the procedure during the post procedure check is when the pericardial effusion was discovered. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician was uncertain as to what caused the pericardial effusion. Additional information was later received indicating the adverse event was discovered post use of bwi products, at the end of the procedure during a post case ice check for effusion. The physician¿s opinion on the cause of this adverse event is that is was procedure related but the specific cause was unknown. The patient¿s outcome was reported as stable post intervention. A smartablate generator was used during the case. A transseptal puncture was performed with a baylis 71cm c1 needle. There was no evidence of steam pop. An irrigated catheter was used in the event with standard flow settings for thermocool® smart touch® sf catheter. Correct catheter settings were selected on the smartablate generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard number, vector, visitag. The visitag module was used. The parameters for stability were standard surpoint settings. Additional filter used with the visitag included standard surpoint settings. The color options were used prospectively was surpoint index values.